Event description:
It was reported that this pacemaker recorded out of range intrinsic amplitude measurements on the right ventricular (rv) lead resulting in an alert in the remote home monitoring system. Review of stored device data noted oversensing of noise resulting in storage of two non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) noted the potential of the noise being related to myopotentials and noted the lead configuration was programmed to unipolar. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.